Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the biopsy channel was identified as a biliary stent. The root cause of the issue could not be determined, however, it is possible that the foreign material could not be removed due to physical damage of the device. The event may be prevented by following the instructions for use which state: ¿inspection of the endoscope¿ ¿3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, bile duct stent was stuck inside the instrument/biopsy channel of the gastrovideoscope. The device was returned and an evaluation at the repair center revealed clogging of the channel tube with foreign material. The tube cleaning brush could not be inserted. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. A bile duct stent was found stuck inside the instrument/biopsy channel. There were few additional findings. Due to damage on ultrasonic probe, the number of missing element exceeds the standard value. Connecting tube was wrinkled. The investigation is ongoing an follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.